Event description:
Healthcare professional (hcp) reported that patient was injected with 1ml of juvéderm® volux¿ with lidocaine, 2 ml of juvéderm® voluma¿ with lidocaine, 2ml of juvéderm® volift¿ with lidocaine into the temples, medial malar, lip and chin. Additionally, 2 ampoules of harmonyca¿ with lidocaine were injected into zygomatic region, infra-zygomatic region and angle of the mandible. Approximately two and a half months later, the patient developed edema and palpable nodules on the chin, which later spread to the lips and other areas where the hyaluronic acid was injected. The patient was treated with antihistamines and prednisolone(20-40mg), which provided partial improvement, but the edema recurred the next day and progressively worsened, an ultrasound conducted two weeks after symptom onset revealed panniculitis only at the hyaluronic acid injection sites. The following day, the patient was treated with 1,500 units of hyaluronidase in the areas with edema and nodules, but the condition remains unresolved. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(4) (emdr-49643) and (B)(4) (emdr-49645). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a6, b5, b7,

Event description:
Hcp additionally reported ¿hyaluronic acid deposits in the chin stand out, which extend to the submental region (product migration), in correspondence with the palpable areas.¿ symptoms are ongoing. The hcp additionally reported that the symptoms have not yet been resolved. The patient is still being treated with oral corticosteroid + doxycycline. More hyaluronidase ampoules were made to try to dissolve the nodules and improve the edema. The patient was injected with hyaluronic acid into the temples, medial cheeks, lip, and chin and with harmonyca¿ with lidocaine and botulinum toxin. Two intralesional hyaluronidase infiltration sessions were performed in regions with nodules and edema without resolution of the condition.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1ml of juvéderm® volux¿ with lidocaine into the jw4 and jw5 (chin), 2 ml of juvéderm® voluma¿ with lidocaine into the ck3 (malar) and t1 (temporal), and 2ml of juvéderm® volift¿ with lidocaine into the lips and ck3 (malar). Additionally, 2 ampoules of harmonyca¿ with lidocaine were injected into zygomatic region, infra-zygomatic region and angle of the mandible. Approximately two and a half months later, the patient developed edema and palpable nodules on the chin, which later spread to the lips and other areas where the hyaluronic acid was injected. The patient was treated with antihistamines and prednisolone(20-40mg), which provided partial improvement, but the edema recurred the next day and progressively worsened, an ultrasound conducted two weeks after symptom onset revealed panniculitis only at the hyaluronic acid injection sites. The following day, the patient was treated with 1,500 units of hyaluronidase in the areas with edema and nodules, but the condition remains unresolved. Symptoms are ongoing. Hcp additionally reported that the patient was also treated with pondera 20 mg/day, rivotril sos, oral corticosteroid therapy and a session of application of 1.350 units of hyaluronidase was performed with partial improvement. Symptoms are ongoing.